Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the valve was deployed too low in the right ventricular outflow tract (rvot) due to misposition. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The device was used in off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to pulmonic position in transannular patch procedures, the available training materials were reviewed only for information potentially relevant to the device use. H3 other text: the device remains implanted.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of an off-label case a 26 mm sapien 3 ultra valve in the pulmonic position in a transannular patch via transfemoral approach. The initial 26mm sapien 3 ultra valve was positioned and deployed too low in the right ventricular outflow tract (rvot) due to misposition. It was decided to place a stent over the initial 26mm sapien 3 ultra valve and proceed to place a 2nd 26mm sapien 3 ultra valve within the stent. The stent was successfully deployed. After further assessment, it was decided to deploy a covered stent in the rvot extending into the main pulmonary artery (mpa) to eliminate the potential for paravalvular leak (pvl) with placement of the 2nd 26mm sapien 3 ultra valve. The covered stent was successfully deployed. The 2nd 26mm sapien 3 ultra valve was placed successfully within the previously placed stents. The valve was assessed utilizing intracardiac echocardiography (ice), with no pvl. The patient remained stable throughout the entirety of the procedure. The patient left the procedural room in stable condition.